Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that ssc5sa full height drawer 4 had initially been reported as "not on bus," indicating a communication issue. However, no failure was present upon arrival. The field service engineer ran the hta test on all drawers, including the aux and helmer fridge, and found medications under multiple pockets, suggesting possible improper loading or a temporary drawer communication issue. The hta test passed, and the system functioned as intended without requiring any hardware replacement, indicating the issue may have been intermittent or self-resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the failed drawer was unable to recover and required maintenance. The customer stated that this malfunction had caused a delay in dispensing medication to patients. There were no adverse events or injuries were reported as a result of this incident.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the failed drawer was unable to recover and required maintenance. The customer stated that this malfunction had caused a delay in dispensing medication to patients. There were no adverse events or injuries were reported as a result of this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that full height drawer 4 had initially been reported as "not on bus," indicating a communication issue. However, no failure was present upon arrival. The field service engineer (fse) ran the hardware test application (hta) test on all drawers, including the auxiliary and helmer fridge. The fse found medications under multiple pockets, tested all pockets. User inventoried the pockets and confirmed all are functioned properly. The system functioned as intended after the field service engineer repaired the device.